Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 units: calibration kits issue and concerns. Customer (B)(4) called in for help and concerns with calibration kits. He is in the middle of doing pm test on the 8100 units use new calibration set that they order and they are not expired. His concerns is when running the pressure occlusion test on the units he is get a pass but very low passing of 7.7 psi, being that he is using a new sets he normal gets a reading of at less 10. Psi or above, he has replace the sets with another new set and still get the same results customer ask to have the calibration sets look into to see if their is any issue going on with them. Being that they are brand new out the package they should be get better results above 7.7 psi. He also let me know their 8100 are not brand new they are about 7 years old. I explain to customer I will open a case and forward case to customer advocate to look over the issue no patient harm" (B)(4). 8100 units. Calibration kits: customer (B)(4) called for and to report the calibration kits brand new and have not expired. Use the new calibration kits the pm tes for pressure is passing but very low occlusion 7 psi.